Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer was not able to fire monopolar energy on the vio integrated electrosurgical unit (iesu). The issue was not resolved by replacing the instrument, the energy cable nor power cycling the iesu. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the monopolar issue in the log and advised the customer to perform power cycle of the system, but the surgeon elected to continue the procedure without using monopolar energy. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without errors. The issue occurred when the procedure had been in progress for about 2.5 hours. The customer indicated that they completed the procedure using the same iesu generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) for customer satisfaction. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on field evaluation and failure analysis.